Manufacturer narrative:
Weight reported as (B)(6). Approximately six months prior to explant on (B)(6) 2014. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a hip fracture six months ago and had an open reduction internal fixation (orif) surgery. It was reported that on a recent computerized tomography scan on (B)(6) 2014, it showed that the helical blade was cutting through the femoral head. A revision surgery was successfully completed with a total hip arthroplasty. All hardware was removed; no parts were broken. It was reported that the patient experienced pain, irradiation or discomfort. There was a fifteen minute delay in the procedure reported but it was not related to the event. This is report 2 of 3 for (B)(4).